Event description:
The customer reported a possible overharvest during a procedure on a rika device. Per the customer there were no signs of a setup error. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a service technician checked out the device at the customer site and completed a multi-function auto test and a fluid test with passing results. The technician also checked the soft cassette donor fluid line for faults and did not find any issues and determined the device was working as intended. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: a service technician checked out the device at the customer site and completed a multi-function auto test and a fluid test with passing results. The technician also checked the soft cassette donor fluid line for faults and did not find any issues and determined the device was working as intended. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed there was no allegation of wrong barcode scan or ac overinfusion. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported a possible overharvest during a procedure on a rika device. Per the customer there were no signs of a setup error. Patient information and outcome are unknown at this time.